Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) no anomalies found; the device was received at battery status of ageing not eri. Both loaded and unloaded pacing current drain levels were normal for this device at bol (beginning of life) voltages. There is no evidence to indicate a problem with the battery.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned, analyzed, and a battery issue was observed. There was a false trigger for depleted s tatus/elective replacement indicator (eri).

Event description:
It was reported the implantable pulse generator (ipg) was explanted and replaced due to premature battery depletion. Impedance was noted to be 1.7 kohms in prior reading. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. Analysis of the device is in process; the results will be forwarded when available. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.